Manufacturer narrative:
(B)(4). Approximate age of device ¿ 22 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient's pump was exchanged due to suspected pump thrombosis. Additional information regarding this event was requested; however, none has been provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. Evaluation of the pump revealed depositions in the inlet stator and outlet stator. Although a root cause for the observed depositions could not be conclusively determined through this evaluation, they were partially obstructing the blood flow path and could have contributed to the reported thrombus symptoms. The inlet bearing ball and bearing cup in the inlet stator revealed dark red/white, tissue-like deposition. The deposition was consistent with denatured blood and had a ring-like structure, which are indications that it likely developed over a period of time while the pump was supporting the patient. Its origins and the duration of its presence in the pump could not be conclusively determined. The outlet stator revealed red/white, soft deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. The presence of contact marks on the rotor suggest that it was likely present while the device was supporting the patient; however, the evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.